Manufacturer narrative:
A visual inspection of the device confirmed the reported breakage. The obturator has broken at the laser weld. A small portion of the proximal shaft is missing at the break area. The break area is splayed consistent with excessive force being applied during use. A dimensional and material inspection confirmed the device meets print specifications. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During a shoulder arthroscopy using the mto obturator wings canltd 5.5 x 72, the surgeon inserted cannula in patient and obturator broke. The broken piece was removed by use of a switching stick and graspers. This second obturator was used which also broke at weld. The surgeon then used a disposable obturator and the case was completed. No patient injury or other complications were reported.